Manufacturer narrative:
The product was not returned for eval. The lot number is unk. The doctor's etiology is unk. Based on all info, no casual factors can be determined and no conclusion can be drawn.

Event description:
Doctor reported a pt was diagnosed with a central corneal ulcer in both eyes while wearing a balafilcon a contact lens sold in (B) (4). The ulcers were not infectious and there was no permanent decrease in visual acuity. The severity of the ulcers was moderate. With treatment (anti-infective cravit), the pt made a complete recovery three days later. No cultures were taken.